Event description:
When pt was transferred from the stretcher to bed, there was no arterial pressure and no waveform. Pt was taken back to cath lab and iab was removed. A second was inserted into pt. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk - reported 2/21/97. Pt's current status: unk - rpt'd 2/21/97.